Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this family member contacted boston scientific¿s technical services on (B)(6) 2018. The family member reported that this patient was shoveling snow on (B)(6) 2018 and received 8 shocks. The family member reported that the patient was ¿in and out of consciousness¿. Boston scientific received information from the local representative who verified that the patient did received multiple shock therapies and fell. The device was interrogated post-shock in the hospital's emergency room (ER). Shock therapies were classified as inappropriate; however, shock therapy was not exhausted. The device's sense vector was reprogrammed. The available information suggests that this device and electrode remain in-service.